Event description:
The pt stated that he has been having high blood glucose readings for the past month and a half. He stated that his blood glucose was at 84 mg/dl at 5:00p.m. Before dinner and he then moved two loads of furniture. At 10:00 p.m. His blood glucose measured 220 mg/dl. He changed his cartridge, but he did not give himself a bolus because of the previous low reading. At 1:30 a.m. The next day, paramedics arrived and they were not able to get a blood glucose reading. The pt stated he "bottomed out." He was given an IV of glucose and a large tube of glucagon. At the emergency room he was given 2 more tubes of glucagon. He was released from the hospital at 9:00 am. His recommended blood glucose range is 120-130 mg/dl. He stated his infusion set had been in use for 3 days. He was advised to change his site every 72 hrs. He stated he has had some pain at his site when he rolls in bed during the night. He stated he has a "lot of fat" in his abdominal area and there is "probably some scar tissue." He was educated on site mgmt. He stated his doctor feels the pump is not functioning correctly. During a following call the customer stated his blood glucose was reading between 63-99 mg/dl. No product will be returned for evaluation.

Manufacturer narrative:
H6: method and results: no product will be returned for evaluation.